Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records received and a review of these records identified another event. Based on the review of medical records, the pt underwent repair of two large incarcerated ventral hernia's on (B)(6) 2005. Two composix kugel meshes were utilized during the repair. On (B)(6) 2008 the pt underwent repair of three recurrent incarcerated hernia's using one composix kugel mesh. Approx 7 months later the pt experienced three recurrent incisional ventral hernias. Adhesions between the graft and jejunum resulted in a small bowel obstruction. Three composix kugel meshes were explanted and one new composix kugel mesh was implanted. Based on the info provided, there is no indication of a device failure. Additionally, no product was returned for eval. Although there is no indication of a device failure it should be noted that the pt was treated for a recurrence, which is a known adverse event listed in the IFU. Info related to the recalled composix kugel mesh implanted on (B)(6) 2005 will be reported in accordance with (B)(4). See MDR 1213643-2011-00189 for info related to the composix kugel mesh implanted on (B)(6) 2008.

Event description:
Based on the review of medical records, provided by pt's attorney: on (B)(6) 2005 - pt underwent repair of two incarcerated ventral hernia's with two composix kugel meshes. On (B)(6) 2008 - pt underwent repair of three umbilical midline incisional hernia's using composix kugel mesh. The hernia's were noted at the site of last incision point. On (B)(6) 2009 - pt underwent repair of recurrent (x3) incarcerated ventral incisional hernia. A small bowel obstruction was noted due to adhesions between the graft and the jejunum.